Event description:
The customer reported via phone call that the insulin pump had moisture behind the display and keypad. The customer stated that he had recently been working under a house. The customer stated that only the light button was working and all others were unresponsive. Blood glucose level was 127 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit was received with all buttons responding properly. The keypad traces and keypad connector were inspected and no anomalies were noted. The unit was received with moisture damage to the electronic assemblies. No traces of moisture were noted at motor assemblies per visual inspection. The unit was received with minor scratches on the lcd window.